Manufacturer narrative:
Reported event: an event regarding infection involving an unknown insert implant was reported. The event was confirmed through medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a partial knee replacement and recurrent infection following the procedure since I was able to review an operation report where the implant was removed and an antibiotic impregnated spacer was placed. I can also confirm that the patient had a reimplantation procedure after eradication of the infection since I was able to review that operation report as well. The root cause of these events cannot be determined with certainty. The causes of infection, three weeks following a partial knee replacement, are multifactorial including surgical technique, the operating room environment, possible contamination of either the wound or an instrument can be considered. If the patient had a delay in wound healing with drainage, this could also contribute to infection. In my opinion it would be unlikely for infection to have come from a remote site. Other factors include the patient's medical condition and immune system. I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a partial knee replacement and recurrent infection following the procedure since I was able to review an operation report where the implant was removed and an antibiotic impregnated spacer was placed. I can also confirm that the patient had a reimplantation procedure after eradication of the infection since I was able to review that operation report as well. The root cause of these events cannot be determined with certainty. The causes of infection, three weeks following a partial knee replacement, are multifactorial including surgical technique, the operating room environment, possible contamination of either the wound or an instrument can be considered. If the patient had a delay in wound healing with drainage, this could also contribute to infection. In my opinion it would be unlikely for infection to have come from a remote site. Other factors include the patient's medical condition and immune system. I would not assign any causality to the implant itself." All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. Further information such as device information & pathology reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for I&d with poly swap in 2021. While reporting a revision of the patient's left pka on september/2021, an operative report was provided. As stated in the op report: "post partial knee replacement...unfortunately had an acute postoperative infection...around 3 weeks she underwent an acute irrigation debridement and poly swap..."

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown insert implant was reported. The event was confirmed through medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a partial knee replacement and recurrent infection following the procedure since I was able to review an operation report where the implant was removed and an antibiotic impregnated spacer was placed. I can also confirm that the patient had a reimplantation procedure after eradication of the infection since I was able to review that operation report as well. The root cause of these events cannot be determined with certainty. The causes of infection, three weeks following a partial knee replacement, are multifactorial including surgical technique, the operating room environment, possible contamination of either the wound or an instrument can be considered. If the patient had a delay in wound healing with drainage, this could also contribute to infection. In my opinion it would be unlikely for infection to have come from a remote site. Other factors include the patient's medical condition and immune system. I would not assign any causality to the implant itself." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a partial knee replacement and recurrent infection following the procedure since I was able to review an operation report where the implant was removed and an antibiotic impregnated spacer was placed. I can also confirm that the patient had a reimplantation procedure after eradication of the infection since I was able to review that operation report as well. The root cause of these events cannot be determined with certainty. The causes of infection, three weeks following a partial knee replacement, are multifactorial including surgical technique, the operating room environment, possible contamination of either the wound or an instrument can be considered. If the patient had a delay in wound healing with drainage, this could also contribute to infection. In my opinion it would be unlikely for infection to have come from a remote site. Other factors include the patient's medical condition and immune system. I would not assign any causality to the implant itself." All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. Further information such as device information & pathology reports are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for I&d with poly swap in 2021. While reporting a revision of the patient's left pka on (B)(6) 2021, an operative report was provided. As stated in the op report: "post partial knee replacement...unfortunately had an acute postoperative infection...around 3 weeks she underwent an acute irrigation debridement and poly swap..."